Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) and a patient implanted for spinal pain. The patient reported that shortly following the implant of their stimulator, they had the entire system removed due to bleeding in the epidural space symptoms and partial paralysis of their lower extremities. The system was removed on (B)(6) 2018, and the device was discarded. No further complications were reported or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID 977c165, serial# (B)(4), implanted: (B)(6) 2018, product type lead. If information is provided in the future, a supplemental report will be issued.